Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
A family member alleged that a cartridge defect caused the pt's blood glucose (bg) excursion. She reported blood glucose between 300 mg/dl and 500 mg/dl without symptoms of hyperglycemia or the presence of ketones. The family member reported that the pt's blood glucose resolved to target shortly after the pt received insulin via injections. She said that she did not notice any leakage of insulin from the cartridge but stated that she felt the cartridge defect must have been the cause of pt's high blood glucose. Since that time she has stated that the pt is back on insulin pump therapy with replacement cartridges and has no further blood glucose excursions. This complaint is being reported because the blood glucose elevation may have been caused by leakage of insulin or air bubbles.